Manufacturer narrative:
Evaluation results: inherent risk of procedure (dislodgement). No results available since no valuation performed (limited information available and device not returned). Evaluation conclusion: unable to confirm complaint (limited information available). Known inherent risk of procedure (dislodgement). (B)(4).

Event description:
A physician was attempting to deploy a 4.0mm x 09mm integrity bare metal stent to treat a lesion in a patient. It was reported that the stent came off the balloon. No patient injury occurred and no clinical sequelae were reported.